Event description:
A 1.5 mm x 6 mm sprinter rx dilatation balloon catheter was used to dilate an rca lesion. The lesion morphology was reported to be non-tortuous with severe calcification and 99% stenosis. The physician attempted many balloons unsuccessfully before inserting the sprinter balloon for dilatation. Upon the first inflation at 4 atms; the balloon burst. The sprinter balloon catheter was removed successfully and no further intervention was performed. No clinical sequelae were reported and the pt is reported to be stable. Medtronic has received the device end its analysis has been completed. The distal tip was damaged. A longitudinal tear was evident along the body of the balloon. Visual examination of the burst site identified an area where the balloon material was jagged in nature. The suggests that the balloon material was damaged at the site and that on pressurization that balloon burst when inflated to 4 atms. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Results: pt's condition affected effectiveness of device (severe calcification and 99% stenosis). Conclusions: device failure/lack of effectiveness related to patient condition (severe calcification and 99% stenosis).